Manufacturer narrative:
DHR not available at the time of this report , a follow up report will be submitted with the DHR. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on december 13th, a novasure procedure was performed and the doctor had issues passing the cavity assessment with the first device, the patient was a little over dilated, and eventually passed but only got up to 18 seconds before receiving a message of ¿procedure not complete remove device, check array, re-insert¿ in which the doctor noticed that the array looked odd, wiped off the tissue, and the array looked broken. The doctor opened the second device and completed the procedure. No injury to the patient was reported. No additional information available.